Manufacturer narrative:
The customer replaced the blower to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the unit powers on, but the blower was not running. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse), and confirmed the reported problem. The customer called in to report that their unit was powered on, but the blower was not running. It was also reported that the blower volts and amps were increased, when the pressure was set to 2 on the pneumatics page, but the blower rotations per minute (rpm) stayed at 3000. The rse then advised the customer to replace the blower. The investigation is ongoing.

Manufacturer narrative:
Bad updated from (B)(6) 2023 to (B)(6) 2023 to reflect bad associated with a duplicate complaint identified during complaint review.